Event description:
Dealer is stating that the customer is saying the concentrator has a yellow light and is alarming. He is a night time user and this will be the 3rd machine for the same user. I have called technical services and they suggest running during the daytime hours to see if the unit still does the same thing. It could be that the canula tubing is getting kinked up. Usage in private home.